Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, no relevant visible damage was observed. The catheter connector, connector receptors, handle, deflection mechanism, and distal tip appeared to be intact. Functional inspection was performed via inline testing. Given the reported event, the device was found to be eligible for rejection based on the following relevant reject codes of rt plug separation and template rejection for curve. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. Do not insert or withdraw the catheter without straightening the catheter tip. Storage and handling prior to use, store reprocessed ep catheters in a cool, dry, dark place. The reported event will be continued to be monitored through post-market surveillance.

Event description:
It was reported that the ep catheter did not work. Multiple attempts were made to obtain additional information. No information was provided regarding patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.